Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013; product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that 5.5 months after the first implantable neurostimulator (ins) was replaced, the patient had no stimulation sensation. The ins was checked by the healthcare provider (hcp) and the lead was found to be ¿faulty¿ and was subsequently replaced. After the lead replacement, the ins worked for 6 years.

Event description:
Additional information received reported that the entire device was replaced. All parts of the lead were explanted and the patient outcome was noted as good.